Manufacturer narrative:
Evaluation, results: (root cause cannot be determined, investigation on-going). Evaluation, conclusions: no conclusion can be drawn (root cause cannot be determined, investigation on-going). (B)(4).

Event description:
The physician attempted to use a 1.25 x 6 mm sprinter legend over-the wire (otw) balloon to treat a chronic total occlusion lesion in a patient. Some difficulties were encountered advancing the device to the target lesion. It was reported that the balloon of the device failed to inflate. An attempt was made to withdraw the balloon by syringing contrast medium through the wire port, however the contrast medium was observed to leak out of the inflation port. The balloon was manually removed from the patient and wire position was lost. The physician commented that the same event occurred with a competitor over-the-wire balloon on the same date. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (root cause of reported event cannot be determined). Evaluation, conclusions: no conclusion can be drawn (root cause of reported event cannot be determined).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The balloon had not been inflated. Crystallized residue was present inside the bifurcate. The attempted inflation of the device saw liquid exiting the wire lumen through the bifurcate. A small tear was located on the inner member directly inside the inflation leg of the bifurcate. The tear was confirmed when the inner was removed from the bifurcate. The device was attached to a dry leak tester and a fail was confirmed.